Manufacturer narrative:
(B)(4). 510(k) # of similar product code of 826631: k914479. Upon completion of the investigation a follow up report will be filed.

Event description:
Rep received a called today from surgical neurosurgeon who was concerned about a microsensor reading abnormally high today, but wasn't initially when it was implanted into a (B)(6) child yesterday at the above mentioned hospital. The icp reading for this patient on the icp express box was reading in the high 460mmhg. On initial insertion the icp was reading high but appropriately. The fellow had changed the icp box which did not assist with bringing the reading back into an acceptable range as it was yesterday. The fellow then changed the grey cable with no effect. The fellow then tried another icp box and grey cable with no effect. Rep was asked to attend the hospital to help trouble shoot. Rep attended and brought along another icp express unit with grey cable and a brand new grey cable. The fellow plugged the patients microsensor into this box and tried both of the grey cables the rep had brought in and still the icp express unit continued to read in the high 460's. We determined that the problem was with the microsensor and not the icp monitors or grey cable. The fellow removed the microsensor and has given this to the rep to return for analysis. This has caused an adverse effect on the patient due to the patient not being able to be monitored for the time required to assist with a patient diagnosis. The surgeon had to remove the microsensor and planned to discharge the patient sooner than required.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records was performed and found that that device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found a kink in the catheter material 3 cm from the tip and a crack in the sire insulation inside the connector, with copper exposed. The sensor could not be balanced or adjusted. The supplier was unable to compete testing due to the intermittent readings. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of the problem to be a component defect. It is suspected that the wire with the insulation damage is arcing to the ic on the pcb inside the connector. This is believed to be an isolated incident. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.